Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn:(B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. Screenshots of the case were provided and confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that, during a cori tka procedure, when they went to burr the tibia twin peg lugs, they received an error "couldn't generate tibia bone model". They followed the prompt and cleared the tibia collection, re-mapped the tibia, and progressed back to the cut screen. However, the same error popped up for a second time. They followed the prompt, cleared the mapping, and mapped the tibia again. This time, they were able to progress with the rest of the case and execute the case as planned with a delay of fewer than 5 minutes. There was no injury to the patient and no other complications were reported.